Event description:
During shift report patient was side lying on the cap of the broviac and IV line. On closer assessment pink tinged spot noted on the sheets. Patient examined for wounds. Broviac assessed for displacement, broviac insertion site intact. Broviac line traced and leakage was noted at the cap connection point of blue lumen. Line was disconnected from the blue lumen. Cracking noted to the tip of the IV line at the blue end point. Sterile cap change performed. Cap gently flushed with resistance noted and small blood return visualized. Ballooning continued. Line clamped. Physician and np notified. Original cap and tubing retained for further assessment. Monitor for infection, nothing that was not already being monitored for.